Event description:
It was reported that a patient underwent an uneventful anterior repair with graft fixation in 2006. The procedure was completed with no patient complications. Post procedure, the patient started to experience minor pain in her left inner thigh. The patient was admitted for further observation. She is under supervision of a specialist to evaluate the discomfort in her left leg. No additional information is available at this time.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.